Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While implanting an impella 5.5 low placement signals and pressures where observed. It was decided by the implanting physician to keep the pump running, everything else on the pump works fine, the therapy is not influenced by this, no harm was caused. Position confirmed via pulsatile motor current and transesophageal echocardiogram (tee).

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, h6 health effect - clinical/impact and medical device problem coding were updated, corrected accordingly.

Manufacturer narrative:
Additionally, information received provided the patient's outcome after support. The pump was successfully weaned, explanted and the patient was reported to have survived at the time of explant. D6b explant date was provided (with d6a implant date repopulated).